Event description:
According to the reporter during a procedure, the instrument did not fire although the surgeon was able to pressed the green button. To resolve the issue, the reload was replaced. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.